Manufacturer narrative:
The investigation confirmed the customer's result. The patient sample was tested for the presence of interference using a dilution series. The investigation confirmed the presence of an interferent in the patient sample. The investigation determined that the event was caused by the presence of an interferent in the patient sample. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas 6000 e601 module. The reporter stated the patient sample was rerun in another facility and according to the clinicians, the patient had no myocardium-related disease; the repeat result was normal and consistent. The reporter would like to confirm if there was an interfering factor in the patient sample. The initial result from the module was 325.3 g/ml. The repeat result from the other facility was 10.87 pg/ml.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The patient sample was received for investigation. The investigation is ongoing.